Event description:
Purchased alcon opti free puremoist twin pack contact solution recently at target. Did not notice the smell of the solution when I opened the new bottle saturday (B)(6) 2024 to rinse my contacts off before wearing them however I was extremely tired. My eyes burned and were slightly red the entire day which I thought was due to being tired. On sunday (B)(6) 2024, I noticed the contact solution had a mold/mildew smell upon taking my contacts out of the case that had been soaking overnight. I opened the other bottle in the twin pack and squirted some into the palm of my hand it also smelled like mold/mildew. Neither bottle was expired, and the seals were not broken. The bottles were returned to (B)(6) on (B)(6) 2024. Upon a quick google search I came across a reddit post where other people have experienced that same issue with this specific brand of contact solution. Some people stated they contacted alcon directly and they claimed alcon was aware but didn't know what the issue was. Given the odor of the solution it's likely contaminated with bacteria that I wore in my eyes all day which made them red and burn. I can only hope I don't end up with an infection from it. One post I came across was 2 years ago and another 10 months ago that someone claims they reported to the FDA. This seems to be extremely negligent on alcon and the fdas part if everyone was aware of these issues with the contact solution. That is knowingly selling products that are in some way tainted that people are using in their eyes which can cause different infections, and possibly blindness. Https://www.reddit.com/r/optometry/comments/uxddfk /moldy_smell_in_contact_case/ https://www.reddit.com/r/contacts/ comments/178jirc /optifree_pure_moist_contamination. Ref report: mw5158507.